Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an intubation procedure, a piece of rubber from the bronchoscopic plug ended up in the patient¿s windpipe. Additional information was requested but not available at this time. There were no further reports of patient harm.